Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery using perclose proglide devices. Reportedly, during device deployment in a 6-french sized access site, a needle-to-cuff miss was observed. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed opposite in orientation and clamped to the side. The access site was dilated to 18-french to match the outer diameter of the aaa device delivery catheter. After conclusion of the aaa repair procedure, the knots from the proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the investigation findings, the link was pulled from the swage-end of the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. Therefore, the reported cuff miss was not confirmed, but the effects of the link detachment appeared to the user as the reported cuff miss. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.